Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of fluid retention and pulmonary edema. It is well-known that fluid overload affects a multitude of pd patients, typically attributed to cardiac insufficiency. In the absence of a confirmed diagnosis and reported source of this adverse event, the cause of the patient¿s fluid retention and pulmonary edema cannot be determined at this time. Due to the patient¿s repeated negative uf and associated symptoms on a different cycler while hospitalized, it is within reason to believe this adverse event was not caused by a deficiency or malfunction of the patient¿s liberty select cycler. This is further evidenced by the patient¿s inherent cardiac insufficiency which may have led to fluid retention and the resulting negative uf¿s on two separate devices. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused the patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler contacted fresenius technical support (ts) to request a cycler replacement. The patient was calling ts from the hospital. They claimed to be having problems with their treatment on the cycler which led to fluid retention and resulted in hospitalization. Upon follow up, the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for fluid retention and pulmonary edema due to unknown etiology. Prior to this patient¿s hospitalization, the patient had experienced negative ultrafiltration (uf) during ccpd therapy on the cycler at home. During the hospitalization, the patient was evaluated for possible causes or contributors to their fluid retention leading to pulmonary edema. After the patient experienced a negative uf on a different cycler (unknown brand and model of hospital provided cycler), it was determined the patient¿s fluid retention leading to pulmonary edema and the associated hospitalization were not due to a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). The cause of the fluid retention could not be confirmed. The patient continued ccpd therapy on the hospital provided cycler for the duration of their admission. The patient is recovering from this event while awaiting discharge and will continue renal replacement therapy on an in-center basis post-discharge.